Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was available and received for evaluation. The reported issue was confirmed on the samples received. The clampex connectors had become detached from the solution bags. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal?s retrospective review & remediation project. This report is being filed late to fulfill baxter?s commitment to perform a two year retrospective review of renal complaints in response to FDA-warning ?letter chi-07-10.

Event description:
A customer reported to baxter (B)(4) that the connector of the bag came off before it was used.